Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Customer reportedly received results of 250 mg/dl, 167 mg/dl, 73 mg/dl, 106 mg/dl, and 127 mg/dl within 7 minutes on the mobile system. No actions taken based on device results. The patient is unsure which lot of strips were used, 278323 or 278410. No adverse event reported. The alleged product was requested for evaluation.